Manufacturer narrative:
One device was received for investigation. The device was functionally tested, but the investigation could not duplicate the reported issue. However, the investigation identified a downstream occlusion senor fault and upstream occlusion seal damage, issues that could result in a hazardous situation, therefore making this investigation reportable. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Based on the results of the investigation, the reported complaint could not be confirmed. The device dso sensor and uso seal were replaced and the device passed all testing.

Event description:
It was reported that the pump had latch lock issues. The issue occurred during testing. Additionally, the investigation identified a downstream occlusion senor fault and upstream occlusion seal damage, issues that could result in a hazardous situation, therefore making this investigation reportable.